Manufacturer narrative:
(B)(4).

Event description:
Procedure type: lower anterior resection. According to the reporter: the stapler did not lock initially and then got locked midway. The surgeon could not approximate the tissue properly due to the product problem and had to cut through and do manual suturing. Product was not tested prior to usage. Operative time was extended for more that 30 mins. No pt injury occurred.